Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 transmitter and sensor to the ilet, requiring multiple troubleshooting interactions. Outcomes included prolonged absence of cgm readings on the ilet and user frustration, with no reported clinical symptoms or need for medical intervention. Investigation included repeated troubleshooting steps, including verification and re-entry of sensor pairing codes, toggling cgm settings, attempts to pair the transmitter to both the ilet and the dexcom mobile app, and replacement of both the sensor and transmitter. Investigation of this case revealed that the original dexcom g6 transmitter failed to pair with both the ilet and the dexcom app, indicating a transmitter-related failure. After replacing the transmitter and sensor, the new sensor entered the warmup period successfully. The event was attributable to a failed dexcom transmitter rather than a malfunction of the ilet device.